Event description:
It was reported that the device had a force sensor system failure and physical damage in the battery compartment. There was no delay of therapy. The event occurred during self test. No patient involvement was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint that the device had a force sensor system failure and physical damage in the battery compartment. No repair records found in the last 12 months. Alarm history was reviewed confirming the customers complaint. Visual and functional testing was performed. Complaint was verified during visual inspection of the case and when reviewing the alarm history. The pump¿s bottom case was replaced due to a large crack in the battery compartment. For the force sensor complaint, the pumps force sensor and force sensor printed circuit board (pcb) were replaced but did not fix the issue. The plunger cable was then replaced, and the problem persisted. Finally, the pumps main board was replaced due to faulty offset circuit. During the plunger cable replacement, the lead screw, clutches, and worm coupling were replaced for preventive maintenance. Device passed all testing post repair.